Manufacturer narrative:
Product eventsummary- the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead dislodged twice in the right ventricle due to the patient's difficult anatomy. While retracting the helix the physician was unsure if it retracted completely. When the lead was removed it was noted it had retracted all the way. A new rv lead was implanted. It was also reported that the right atrial (ra) lead dislodged from the right atrium due to a difficult, tortuous anatomy. The physician was unable to reposition the lead. A different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).